Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty applying multiple 23-inch infusion sets due to not removing the needle guard, resulting in unsuccessful insertions and elevated blood glucose with a reported blood glucose of 267 mg/dl that trended down after meal announcement and correction while using the ilet system; replacement infusion sets were shipped and application education was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a use-of-device problem, with the issue linked to the user action; the specific component involved could not be categorized beyond an unavailable component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.